Event description:
The complainant reported a (B)(6) male patient presenting with myocarditis. During support, the patient endured aortic regurgitation that prompted premature removal of the device and replacement with extracorporeal membrane oxygenation combined with an intra-aortic balloon pump.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. As such, we are unable to definitively determine a root cause for the reported issue.

Event description:
The complainant reported a (B)(6) male patient presenting with myocarditis. During support, the patient endured aortic regurgitation that prompted premature removal of the device and replacement with extracorporeal membrane oxygenation combined with an intra-aortic balloon pump.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. As such, we are unable to definitively determine a root cause for the reported issue.

Manufacturer narrative:
The investigation for the reported hemolysis has been completed. The impella device has not been returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the hemolysis could not be determined. As noted in the impella IFU: hemolysis: impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ this report is being filed as part of a retrospective review of historical records. Corrections: b5 updated to reflect additional reportable condition. G1 updated to correct contact.

Event description:
During support, the patient experienced hemolysis. No intervention for this condition was specified, however, it was reported that the patient recovered. No further information is available.